Manufacturer narrative:
As reported, the indicator wire of a 6f exoseal vascular closure device (vcd) did not detect the vessel wall; therefore, the customer could not press the button. There was no reported patient injury. Multiple attempts to obtain supplemental information were made; however, additional event details were not provided. One non-sterile exoseal vascular closure device (6f), involved in the reported complaint, was returned for investigation. Visual inspection showed that the deployment lever was not depressed, while the guard was locked. The plug was in its manufactured position, and the indicator wire was found deployed, with no abnormal conditions observed. The catheter sheath introducer (csi) was not returned for this evaluation. The indicator window was in the black/white position. No additional anomalies were observed during this analysis. Per functional analysis, a deployment simulation evaluation was performed. During the analysis, the indicator wire was pulled to achieve the black/black position in the indicator window. The deployment lever was then fully depressed, resulting in the retraction of the indicator wire and the expected plug deployment. The indicator window subsequently reached the black/white and red position. Per microscopic analysis, a high-magnification evaluation was conducted to examine the internal mechanism and the indicator wire loop. No abnormal conditions were observed during this analysis. The reported event of ¿indicator wire-damaged loop¿ was not confirmed as there were no damages noted to the component and no issues changing the indicator window during functional analysis. The exact cause of the issue experienced could not be determined during analysis. Based on the limited information available for review and product analysis, it is not possible to determine what factors may have contributed to the reported issue of the loop not detecting the vessel wall since there were no damages noted and the device passed functional analysis. However, access vessel characteristics and procedural/handling factors are possible. As cautioned in the instructions for use (IFU), which is not intended as a mitigation, ¿the exoseal¿ vascular closure device procedure should be performed by physicians who have expertise in the techniques of vascular catheterization (or other healthcare professionals authorized by, or under the direction of, such physicians) and possess adequate training in the use of the device, e.g. Participation in an exoseal¿ closure device training program.¿ additionally, the IFU instructs, ¿orient the exoseal¿ vcd such that the indicator window on the handle assembly is facing upwards. Advance the delivery shaft into the proximal end of the vascular sheath introducer to the marker band, keeping the exoseal¿ vcd oriented upwards and advancing at the angle of the tissue tract (30-45 degrees).¿ the IFU also states, ¿while holding the exoseal¿ vcd in the right hand, making sure the thumb is not placed on the plug deployment button, continue retracting the exoseal¿ vcd and vascular sheath introducer very slowly (controlling retraction with the left hand) until the graphic pattern in the indicator window changes to a solid black color, at which point the plug is correctly positioned for deployment. Caution: if the graphic pattern in the indicator window does not change to a solid black color after approximately 1 cm of retraction from the point pulsatile flow significantly slowed or stopped, discontinue the use of the device.¿ neither the product analysis, nor the information available for review suggest that the failure experienced could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Manufacturer narrative:
The device was returned for evaluation; however, the engineering report is not yet available. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the indicator wire of a 6f exoseal vascular closure device (vcd) did not detect the vessel wall. Therefore, the customer could not press the button. There was no reported patient injury. The device was returned for evaluation.